Event description:
During a remote follow-up. R wave amplitude variation, episodes of oversensing, and an incorrect interpretation of signal were observed on the device. Resulting in inappropriate high-voltage (hv) therapy. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.